Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The break was not further described. On the same day as peritonitis onset, the patient was hospitalized for the event and began treatment with reflin, 1 gram, tobramycin 40mg, and heparin 0.5ml, (the routes and frequencies were not reported). The outcome of the peritonitis was unknown. No further information was provided regarding whether extraneal therapy was ongoing. No additional information is available.